Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). The device was not available for evaluation. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Based on the available information there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors. Correction: corrected section h6 (impact code) and h6 (clinical code).

Event description:
As reported, as per customer feedback, in this hemosphere alta monitor, the acumen hypotension prediction index values customer was not convinced they were reliable. No further information available. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Occurrence date unknown. Model number unknown. The chosen model number is the most similar. Patient demographics could not be obtained. The event was reported through an anonymous survey; therefore, the identity of the hospital remains confidential, and no additional information is available.